Manufacturer narrative:
H.6. Investigation summary: a sample was returned, however only photo were used in the investigation. Two photos were provided for evaluation. One photo shows four parts with plastic shield and one packaging blister top web; the other photo shows four parts with no plastic shield. One part has the cannula tip straight; the other three parts have the cannula tip bent. This would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the top web is placed, and the blister is sealed. In this case the part with the needle bent stayed longer time exposed to the heat sealing the top web, this would have happened while the process was stopped. The part with the needle bent was not detected. Based on the investigation and photo sample analysis, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the bd interlink¿ blunt plastic cannula tip was found bent before use. The following information was provided by the initial reporter, translated from japanese to english: "before use, the cannula tip was fund to be bent."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd interlink¿ blunt plastic cannula tip was found bent before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use, the cannula tip was fund to be bent."